Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the cgm reading was 120 mg/dl but the bg value was 500 mg/dl. No symptoms were reported. The patient was sent to the emergency room (ER) and was given an unspecified IV drip and 10 units of novolog insulin. The patient was conscious and was discharged to home in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.